Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects as per the service report. "Tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Motor cable corroded - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Hipot test completed. Functional test completed. Electrical safety test completed. Safety test checklist enclosed. As per the input check report,there was water inside of tornado, shuts down the pump and rusted all over. However, the root cause for the reported failure is undetermined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/28/2015 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field (B)(4).

Event description:
It was reported by the affiliate via phone that handpiece of the tornado shaver needed service as the connector was broken. There was no patient harm reported. No further information is available.